Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure where the leads and the ipg were explanted without complications due to loss of therapeutic benefit and pain. Postoperatively, the patient was stable and expected to make a full recovery. The devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred early october 2024 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078319, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077993, UDI: (B)(4).